Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte-n autoguard winged yel 24gax.56in had air bubbles and the samples were hemolyzed. The following information was provided by the initial reporter: it was reported that needle not correct, when pulling back needle, it moves to the side.

Manufacturer narrative:
H6: investigation summary bd received three hundred fifty unopened insyte autoguard winged IV catheter units from lot 1036293 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer selected a random sampling of seventy six units for inspection. Upon visual inspection no physical/mechanical damage was observed. Next, the units were tested for retraction and venipuncture. No issues were found and each unit retracted successfully. Based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects could be found a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that insyte-n autoguard winged yel 24gax.56in had air bubbles and the samples were hemolyzed. The following information was provided by the initial reporter: it was reported that needle not correct, when pulling back needle, it moves to the side.